Event description:
It was reported that during a da vinci assisted gastrectomy subtotal surgical procedure, the shaft at the distal part of the fenestrated bipolar forceps instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: the missing material/damage occurred outside of a surgical procedure. There was no report of a fragment falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.055¿ x 0.132¿ was not returned with the instrument. The main tube and distal tip remained intact due to all the cables being damaged. However, the instrument cannot be placed on an in-house system for any functional testing due to the inability to feed through the cannula. The root cause is typically attributed to mishandling/misuse. A review of the instrument log was performed. The instrument was last used on 3-dec-2021 on system sk0798. The instrument had six uses remaining after last use. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). There was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.